Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the programmer had a burnt power cable connector at the computing platform and power supply. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer was burnt as its powersource. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the power supply. Visual inspection revealed that the power connector had melted plastic around the metal plug. A 110 volts ac was applied to the input, there was an immediate smell of melting plastic capsulation. The connection between the output and the ground was checked electrically, there was an electrical short. It was also noted that the dc power connector on the main printed circuit board assembly had melted plastic inside but no physical or electrical damage. Conclusion: the reported event was confirmed caused by the power supply connector failure. The dc plug cable end was electrically shorted. If information is provided in the future, a supplemental report will be issued.